Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer had not been performing the proper air removal process resulting in the air bubbles. Tandem technical support reviewed the load process with the customer to address the issue. Customer's blood glucose level was 200 mg/dl.